Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/29/2019. Additional h3 investigation summary: it was received for analysis an empty opened labeled winding former and one used needle-suture of product code sxpp1a301. During the visual inspection of the sample, the swage and attachment area were as expected. In addition, marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were found; no defects or damaged on the barbs were noted; but, the sides of the fixation tab were broken. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample received, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2019 and barbed suture was used. During the procedure, the fixation tab of the device was broken. There were no adverse consequences to the patient.